Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. The customer's blood glucose level was 436 mg/dl and it was addressed with a backup method of insulin delivery. Also, it was reported that the pump date was off by one day. The customer successfully changed the date.